Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that during a knee arthroplasty the impactor pad fractured.

Manufacturer narrative:
The following report is to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of photographs and visual examination revealed excessive wear and evidence of fracture, which has been the subject of previous corrective action. Review of the DHR found no discrepancies. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to normal wear during the instrument¿s field life. These types of events are addressed in the package insert and associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.